Event description:
Reporter stated that two to three years after implant of the ICD filter, the lead broke causing inappropriate shocks in his body. The ambulance took him to the hospital and the device was turned off. He stated that his doctor wanted to further assess and revise the implant but reporter wanted to consult with his wife and family; and decided to find out more information regarding this device before undergoing another procedure. He also stated that the device seems to cause stomach upset because he experiences frequent bowel movements after eating and currently is on otc medications for bowel control.